Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed. No patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2022-06180 submitted on 14 oct 2024 should have been "14 oct 2024" rather than being empty.